Event description:
(B)(4). Information was received based on review of a journal article titled, "clinical comparison of tha with a standard-length or short femoral component" which assessed whether reduced distal femoral component geometry allows for routinely larger component sizes to be used, and whether clinical or radiographic outcomes differ between total hip arthroplasty patients treated with either standard length or short femoral components, using the taperloc and taperloc reduced distal implants, manufactured at biomet. The study was conducted over a period of five (5) years and involved twenty-three (23) patients who received bilateral total hip arthroplasties. The study was continued to date in which three-hundred eighty-four (384) short femoral component thas have been performed. The journal article reports the following revisions by reason for the initial study: one (1) revision due to aseptic femoral loosening. The journal article reports the following revisions by reason to date: three (3) revisions due to periprosthetic fracture. The authors of the study conclude that short-term clinical and radiographic outcomes do not appear to differ between standard-length and short tapered cementless femoral components.

Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. It is likely that these complications and revisions have already been reported; however, it cannot be determined based on the limited information made available in the article. Should additional information relating to the events be received, the updated information will be forwarded to the FDA.